Event description:
The initial reporter stated they received discrepant results for two patient samples tested with calcium gen. 2 on a cobas c 503 analytical unit. The first sample initially resulted in a calcium value of 6.0 mg/dl and it repeated as 10.6 mg/dl. The second sample initially resulted in a calcium value of 4.8 mg/dl and it repeated as 9.7 mg/dl.

Manufacturer narrative:
The calcium reagent lot number and expiration date were requested, but not provided. A reagent issue can be excluded because the correct rerun value was measured with the same reagent. The field service engineer found the cells overflowing. The cell rinse levels were corrected and the analyzer was confirmed to be running back within specifications. The investigation determined the service actions resolved the issue.